Event description:
The home patient hp using a homechoice system, contacted a technical service rep (tsr) and reported that they connected during prime and received a 2240 system error alarm. The tsr explained the alarm and instructed the hp that the therapy should be ended and if the hp were to resume the therapy, that new supplies were required. No patient injury or medical intervention was associated with this incident per the home patient's nurse.

Manufacturer narrative:
Baxter's product surveillance dept has reviewed the incident with the home patient's nurse.